Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient came back for 6week follow up appointment. An MRI was performed to review post-op progress. While doctor was reviewing films with the patient, an oval shaped object was seen protruding out of the bone. Doctor called the rep to come to clinic later that day and review the images. Images were sent to tedan to see if it was part of the phantom retractor. They concluded and sent a report stating it was nothing on their end. Rep and staff went through all hospital owned navigation trays and found everything to be intact. All medtronic surgical instruments used for procedure were intact. Doctor continued to look for answers about what the foreign object could have been. Eventually, he asked that all medtronic navigation side conduct an investigation. Rep sent a list of what was used for the case to navigation r<(>&<)>d team. Team concluded the following day that the foreign body is the tip to a navigated stim dilator. Rep then goes to find paperwork from the case for the serial number and identified that there was no stim dilator charged for during procedure. A report was not conducted initially because user didn't know what it was. User thought it could have been anything- an eyeglass screw, part of a surgical instrument, etc. User tore apart laproscopic kitners to look inside of them and were checking hospital trays. It wasn't until medtronic navigation confirmed that the dilator tip matched the images that this report was made. The piece was in patients body.